Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) is it no longer inflated. The existing device was explanted and replaced with a new ipp. No further intervention was required following the procedure. No patient complications were reported.